Event description:
It was reported that there was a change in therapy effect. The patient had missed their refill which was scheduled for (B)(6) 2014. It was noted that the pump was read and it showed 21.8ml¿s dispensed since last update. It was noted that the patient had increased spasticity and it was unknown when the symptom actually started. The pump system was delivering baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).